Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured on the first inflation at ten atmospheres. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 3mm proximal of the distal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The markerbands, blades and tip section of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination found the hypotube to be kinked at several locations along its length. The shaft polymer extrusion was also severely kinked at approximately 70mm distal of the guidewire port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured on the first inflation at ten atmospheres. The procedure was cancelled. No patient complications were reported.